Event description:
The customer contact reported unable to prime the tubing set. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to patient use, the tubing set was unable to be primed. No specific details were provided. Though requested, no additional information was provided including if the tubing was replaced and the therapy was initiated.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.